Event description:
It was reported that the patient¿s blood glucose level rose to above 500 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated the adhesive is not sticking well to the skin and the cannula was occluded. Upon removal of the pod from the abdomen, the cannula was found to be bent. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent and occluded cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.